Event description:
Blood glucose measured 46mg/dl back to back with a result of 108 mg/dl performed within a couple of minutes. No actions were taken and no treatment was reportedly rec'd as a result.